Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient experiencing impingment post operation; the surgeon determined a revision was necessary to relieve the symptom.